Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 66 patients with symptomatic atrial fibrillation underwent radiofrequency ablation followed by postprocedural esophageal endoscopy and suffered endoscopically detected asymptomatic esophageal lesions (edel) category 1 ¿ erythema/erosion. Erythema/erosion was defined as a thermal esophageal ablation-induced lesion with reddish discoloration or superficial disruption of the esophageal mucosa but without disruption of the lamina muscularis mucosae. It is unknown if medical/surgical intervention or prolonged hospitalization was required for treatment or prevention of permanent damage to the patient. Bwi takes conservative approach to report this event. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿progression from esophageal thermal asymptomatic lesion to perforation complicating atrial fibrillation ablation a single-center registry¿. The purpose of this study was to correlate postablation endoscopically detected thermal lesions to progression to esophageal perforating complications and potential risk factors. The study was conducted between january 2013 and october 2016. Thermocool smarttouch ablation catheter were used for ablation, however catalog and lot number is unknown.